Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with artificial urinary sphincter (aus) that had performance issues. The physician was unsure what the issue was with patients aus and decided to explore surgically knowing that he would likely need to replace the original device. All the aus components were explanted and replaced without any adverse patient effects.